Event description:
Overdelivery reported: the pump was programmed to deliver naropin 0.2%, an epidural anesthetic, at 10.0ml/hour with a volume to be infused of 95.0ml. It was reported that the total 95.0ml infused in one hour. There were neither serious adverse effects nor adverse sequelae reported as a result for neither the pt nor the neonate. Labor and delivery progressed without reported event. The pt remained in the labor and delivery unit for an additional 8 hours after delivery per physician order. The pt was ultimately transferred to the mother/baby unit when the prolonged anesthetic effect had worn off. Though requested, there was no additional info available.